Manufacturer narrative:
(B)(4). Product not returned for evaluation.no replacement at this time. Customer will get new test strips at the pharmacy. Most likely underlying root cause: mlc-119-possible strip issue (vial open for more than 3 months) (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up calls in order to ensure the customer's condition since the initial call; customer collapsed on (B)(6) 2017 due very low blood sugar. Customer is at the doctor at the time of call and was unable to speak at the time customer was diagnosed with hypoglycemia and stated that she was treated with IV fluids. Customer stated that she was put on januvia. Customer also stated that she was told by a nurse at the hospital that she should purchase glucose tablets and keep them with her at all times. Customer was not admitted. She went to the hospital on (B)(6) 2017.

Event description:
Consumer reported complaint for e-3 blood glucose results. Accompanied by symptoms. The customer is concerned with results obtained results of e-3. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is more than 3 months ago. The meter memory was not reviewed for previous test result history. Customer is feeling weak at the time of the call but denies needing medical assistance. Vial of strips have been opened for more than 3 months. Customer will go to the pharmacy to get new test strips.